Event description:
It was reported by a physician's assistant at the hospital that the patient had experienced 3 seizures in the 24 hours prior to the report after she had fallen and hit her chest. The patient was noted as having "fairly stable" seizure control and this seizure activity was an increase. The site did not have a vns programming handheld computer to check the vns for proper function. It was recommend that the patient follow-up with her neurologist to have the vns checked. No other adverse events were reported. Attempts for additional information have been unsuccessful to date.